Manufacturer narrative:
If implanted, give date: (B)(6). Age at time of event - 18 years or older. Device evaluated by MFR: it is indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review a supplemental medwatch will be filed. (B)(4).

Event description:
Same case as MDR ID#2134265-2011-00355. It was reported that following a peripheral stenting treatment procedure vessel occlusion and stent damage occurred. Two magic wallstent d. 5.5, l. Long (60) stents were implanted in the mid to distal right anterior tibial artery. 10 years later, the patient experienced foot discoloration and claudication symptoms. Angiography revealed the previously implanted stents appeared "completely occluded" "fractured" and "crushed" in the mid segment. The flow around the stents was noted to be "slow"; however, the patient has not required intervention to date. Treatment options are being considered and the patient will be re-evaluated in the future. No additional patient complications were reported and the patient's status is ok.